Manufacturer narrative:
No lot # provided. Medical device expiration date: unknown. Device manufacture date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ syringe with bd luer-lok¿ tip was broken before use. There was no report of exposure, serious injury or medical interventions.

Manufacturer narrative:
Investigation summary: one sample was returned for evaluation. The sample was returned with a broken plunger rod and damaged barrel therefore failure mode was verified. Plunger rod and barrel damage likely occurred during the assembly process. If there is any misalignment in the assembly of the plunger rod to the syringe barrel, the machine could jam and break/damage the syringe. A device history record review could not be completed as no batch number was provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a bd¿ syringe with bd luer-lok¿ tip was broken before use. There was no report of exposure, serious injury or medical interventions.